Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested.

Event description:
A hospital in (B)(6) reported that during surgery for a distal radius fracture, after repositioning and installing the plate, the surgeon drilled the bone through the guiding block and quick drill sleeve. He then inserted and locked va locking screws. The surgeon was unable to lock a screw in the distal row most styloid hole. The surgeon confirmed by image that this screw had penetrated this hole. The surgeon then removed the screw but did not place a screw in this hole or the proximal row most styloid hole and this surgery was finished. This report is #2 of 2 for the same event.

Manufacturer narrative:
The DHR records were researched, and no issue to this complaint was found. The complained va locking screw was forwarded to the responsible product development manager. The result, the screw shows a deformation of screw head thread and drive. This pointed out deformation of the head thread resulted due the contact to the plate thread. We assume that the damage on the drive resulted out of the contact with the screwdriver. No product fault could be detected.